Event description:
It was reported that through remote transmission, an alert was delivered due to low rv pacing lead impedance. The lead also had a history of noise issue. The lead was capped and replaced on (B)(6) 2017. The asymptomatic patient was stable before, during and after the procedure.